Manufacturer narrative:
Concomitant medical products: product ID 7424, serial# (B)(4), implanted: (B)(6) 1993, product type: implantable neurostimulator. Product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1993, product type: lead. (B)(4).

Event description:
A consumer reported that their implantable neurostimulator (ins) stopped working in 1993 and their health care provider (hcp) had to explant and re-wire. The replacement ins worked fine and the issue was resolved. No cause or troubleshooting/diagnostics were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #6000032-2016-00012 and 3007566237-2016-00509.